Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker stored two nonsustained ventricular tachycardia (vt) episodes due to noise on the right ventricular (rv) lead. The noise was oversensed and resulted in pacing inhibition; no asystole occurred. The noise could not be reproduced during troubleshooting. Sensitivity was reprogrammed to a fixed value of 2.5mv to resolve the issue. No adverse patient effects were reported due to the inhibited pacing.